Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient has been noticing it was taking a long time to charge the implant and today the recharger seemed to be charging fine in the cradle but when patient took it out of the cradle and attempted to charge, the red light and beeping started happening. During the call, patient powered on the recharger and it had the green light and normal beeping. Agent reviewed recharger considerations. Patient states the implant has been shutting down and running out of charge within 5 days when it normally took way over a week to wait way over 7 days to run down. Patient states it took about an hour and half to charge their implant agent asked how far down the implant was before patient started to charge it. Patient was not sure but then clarified today is when their ins charge went out. Patient has not changed their settings and states programming has not been done for several months. Patient has two implants and two rechargers. Patient mentioned using the other charging unit a little while ago and got to 50%. Agent reviewed recharging considerations patient insisting there is something wrong with the recharger and they are leaving on a trip. Agent reviewed patient will need to pair a replacement recharger. An email was sent to the repair department to replace the device.